Event description:
Per the clinic, the patient experienced tenderness around the implant site, associated with an abnormally thin skin flap. The patient underwent a surgical procedure on (B)(6) 2013, to reposition the receiver/stimulator. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.